Event description:
The customer reported that both system monitors were not working. This rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitors and display adapter circuit board were identified as being faulty and requiring replacement and replacement parts were ordered. No further repair information is available at this time.